Event description:
It was reported by service report that the footboard was not operating correctly, and not allowing the scale or menu functions. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty standard control board main module.